Event description:
It was reported that high, out of range, high voltage and pacing lead impedance were observed. The lead was explanted and replaced. Patient was well after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the distal tip measuring 58.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.